Manufacturer narrative:
(B)(6). Root cause description: a review of past 12 months quality notification were performed and no quality notification was raised on the reported defect. The reported defect cannot be confirmed as no photos / samples were returned for evaluation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Rationale: no photos / samples were returned for investigation. Root cause could not be determined. The complaint will continue to be tracked and monitored.

Event description:
It was reported that the needle blunt 18g 1-1/2in tw experienced foreign matter contamination. The following information was provided by the initial reporter: visual white particulate matter on surface of metal drawing up needle inside sterile packet. 18g bd drawing up needle lot 8326585.